Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 one short length of vein was needed when it was noticed that there was a huge hole in the middle of it, so then the right thigh was sliced open to get a good conduit. Other harvester stated that it may be the scope as to why she perforated the saphenous vein. Physician assistant went into the left leg, she perforated the saphenous with the scope/dissector. The saphenous vein was not able to be repaired. Physician assistant said that the scope was scratched and the camera was not working.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 one short length of vein was needed when it was noticed that there was a huge hole in the middle of it, so then the right thigh was sliced open to get a good conduit. Other harvester stated that it may be the scope as to why she perforated the saphenous vein. Physician assistant went into the left leg, she perforated the saphenous with the scope/dissector. The saphenous vein was not able to be repaired. Physician assistant said that the scope was scratched and the camera was not working.